Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 500 mg/dl, and though she was not hospitalized, she felt sick. She had difficult fitting two reservoirs into her insulin pump, and also reported difficulty with an infusion set. No products were returned and a replacement reservoir and infusion set were shipped out to the customer.